Event description:
The unit failed to move forward with a red led on the tube head indicating an error, the operator then shutdown and rebooted the system but still encountered the same issue. Two techs attempted to move the portable to get it out of the hallway. The portable all of a sudden engaged but started moving backward at a high rate of speed. The techs let go of the portable and it kept moving and ran over the technologist's foot. The facility indicated that there was no serious injury and made the determination that a voluntary 3500 form was not required.

Manufacturer narrative:
Evaluation has begun and users are being notified of the problem.